Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-08079. It was reported ((B)(6)) the patient experienced loss of therapy. System diagnostics determined high impedances on the lead. The patient also needed MRI for unrelated issue. Surgical intervention was taken wherein the scs system was explanted.

Event description:
Device 1 of 2, reference MFR. Report# 1627487-2017-08079.